Event description:
Upon inspection of equipment before use during the procedure it was noted that the safety lock to keep the needle within the sheath was not functioning. Device was placed back in original packaging and a new device was pulled to use during the procedure.